Event description:
It was observed that during the device inspection, the colonovideoscope exhibited contamination was identified in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: while handling the subject device, the user used a high-energy endo therapy accessory without keeping enough distance from the distal end of the subject device. However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the user may be able to detect or prevent the suggested event by handling the device in accordance with ¿inspection of the endoscope¿ and ¿4.3 using endo therapy accessories¿. Olympus will continue to monitor the field performance of this device.